Event description:
The patient reported an infection at the receiver pocket site. Antibiotics were prescribed, the receiver pocket was washed with vanc solution, wounds were covered, and the patient was instructed to make an appointment with the wound care specialist for additional care and keep the bandages on and dry. An explant procedure was performed on (B)(6) 2022. Attempts to obtain additional information were made. However, the patient has not responded.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulators after the expiration date, not prepping the skin with antiseptic solution, not using antibiotics preoperatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the patient did not take post-surgical antibiotics as prescribed, which could contribute to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to patient non-compliance as they did not take antibiotics post-operatively as prescribed (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.